Manufacturer narrative:
An empty medication vial and a glass syringe (made by a different manufacturer) were returned attached to the syringe pro component. The safety sheath was observed broken off the pro component and loose in the package. The needle attached to the syringe was made by a different manufacturer. Two unopened and unused 2" hypodermic needles (not attached to syringes) were also returned. Visual inspection observed no damages, faults or anomalies with either of the returned needle. During functional testing, the needle hubs were tightened onto the safety sheaths per directions followed in the instructions for use. After tightening, simulation testing found no leaks or needle detachments. The returned devices were found to operate as intended. Review of the device history records revealed no non-conformities during manufacturing. Testing found no evidence to suggest the reported event was related to a manufacturing issue.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
A report was received stating that during an injection, the deltoid needle detached from the syringe and safety assembly and temporarily stayed in the patient's arm. No needle-stick took place. There was no patient or clinician injury reported.